Manufacturer narrative:
The device was not returned for analysis, as it was consumed in the intervention. Follow up attempts have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis and the event cause remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that as result of the liquid embolic embolization of the inferior mesenteric artery (ima), the patient was reported to have a left colectomy (removal of a section of the colon). The anatomy was reported to have been slight tortuous. The material was used and prepared per the IFU.

Manufacturer narrative:
The onyx material will not be returned as it was consumed in the procedure; therefore, product analysis of the onyx material was not able to be performed. DHR review and lot history review were not performed as a manufacturing related cause for this event was not suspected. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Unintended embolization of a non-target vessel is a known inherent risk of the endovascular procedures and is documented in the onyx instructions for use. Based on the reported information, there was no allegation that a malfunction or deficiency of the onyx occurred during the embolization procedure. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure and user technique related event. However, the exact cause remains unknown. Per the instructions for use (IFU): failure to wait a few seconds to retrieve micro catheter after onyx¿ les injection may result in fragmentation of onyx¿ les into non-target vessels. The following is an optional catheter retrieval technique: upon completion of onyx¿ les injection, wait a few seconds and then slightly aspirate. Remove all slack from the catheter by putting a few centimeters of traction on the catheter to create a slight tension in the catheter system. Firmly hold the catheter and then pull it using a quick wrist snap motion (from left to right) 10 ¿ 15 cm to remove the catheter from the onyx¿ les cast. Note: it is not necessary to pull the catheter any more than 20 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the embolization procedure, the onyx material inadvertently embolized a non-target vessel distal to the inferior mesenteric artery (ima). This was reported to have occurred when the competitor catheter was removed. Post the onyx embolization of the inferior mesenteric artery (ima), the patient was taken to surgery for a left colectomy (removal of a section of the colon). The anatomy was reported to have been slight tortuous. The material was used and prepared per the instructions for use (IFU).